Manufacturer narrative:
(B)(4): physio- control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that following replacement of a battery, the device illuminated the service indication, logged an event code. Physio- control evaluated the device and found that the device failed to boot up properly. It was not able to provide defibrillation therapy.